Event description:
It was reported that the user dropped the ilet, resulting in a cracked screen with an unresponsive touchscreen, which prevented meal announcement and led to hyperglycemia; a replacement ilet was arranged and education on shutdown, data sync, return, and restart was provided. Symptoms included none reported. Outcomes included elevated blood glucose with a maximum of 316 mg/dl, an alert for high glucose on the device, no prolonged out-of-range period beyond 90 minutes, no ability to correct using the device due to the touchscreen failure, no medical intervention, and non-medical assistance from a caregiver. Investigation included customer interview, device history and shipping verification, and return logistics with instruction to continue glucose monitoring via dexcom g7. Investigation of this case revealed physical damage to the display/touchscreen component consistent with accidental drop, rendering the user interface nonfunctional and limiting therapy interaction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage leading to device component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.